Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the power switch for the controls had a short circuit causing the alarm not to function properly.